Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had high impedances. Impedance was >40 ,000 ohms on electrode one. The patient is not programmed using that electrode so therapy was not effected and there are no symptoms. The manufacturing representative reported that the healthcare provider (hcp) previously indicated out of range impedances on (B)(6) 2016 but did not report it. The hcp was uncertain if there was reprogramming done at that time.